Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was 185 mg/dl. The customer had symptoms such as nausea and traces of ketones. The customer treated for high readings with a shot of lantus. The customer reported moisture damage in the reservoir compartment. The customer stated that the o-ring inside the lip of the reservoir compartment is not missing. The customer stated that there are no cracks in the pump. The customer was assisted with the self-test and it passed. The customer was advised to monitor the pump.